Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they had let their implantable neurostimulator (ins) die for the second time. The patient stated that their healthcare provider (hcp) wanted to "try it one more time", attempting reprogramming or "jump starting" the device, but the patient declined. The patient was referred to a different hcp to try a pain pump. It was reviewed that three hits against the battery would result in a device replacement but the only way to know if they can start it up again is if they can read the ins using the clinician programmer. The patient was redirected to their hcp to coordinate speaking with a manufacturer representative and discuss other options. It was noted that x-rays were taken and all the leads appeared to be in the correct place, which is why they wanted the patient to try it again. Approximately a month later the patient reported nothing was done to resolve their ins being totally dead. The patient's doctor was "supposed to remove it when they put in a pain pump." According to the patient the "tens units work great and resolve pain if the leads were positioned correctly," although the patient's doctor said the leads appeared to be in the correct spot. No patient symptoms were reported. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.